Event description:
Related manufacturer report number: 2017865-2022-11067. During implant, due to difficult cardiac anatomy the physician utilized an inner sheath to get the left ventricular (lv) lead into the target vein. After inserting the catheter the lead could not be advanced. The inner sheath was then removed and the lead could be advanced but then the lead dislodged. The lead was explanted and flushed with saline and insulation damage was observed. The lead was then replaced with another lv lead but the new lv lead dislodged. The physician elected to end the surgery with a bipolar system with no further intervention. The patient was in stable condition.